Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after r-wave variation was observed through remote transmission. The lead also exhibited noise, increase capture thresholds, and decrease in pacing lead impedance. The lead was explanted and replaced. During procedure, the physician noted that the lead was damaged due to clavicular crush. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 35.8-36.0cm from the distal segment end, consistent with lead friction to the device can. Internal insulation abrasion was noted at 9.2-9.4cm and 10.0-11.6cm from the distal segment end. The etfe coating was intact at these locations. Clavicle crush damage was noted at 26.7-27.5cm from the distal segment end. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observations of noise, high threshold, and low lv lead impedance.